Event description:
It was reported that 1 device was used during an unk procedure. It was reported by the affiliate that the al326 jaw would not open after 3rd fire (could eventually remove from tissue using another laparoscopic instrument.) Another instrument was used to complete the case. There was no consequence to the pt.